Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead got broke when an attempt to remove the lead was performed. It was noted that the lead tip was snapped off and was left in the vein near the clavicle. Additional information indicated that the conductor was exposed as the tip was moving separately from the lead. There was no other clinical observation noted related to the fracture. The rv lead was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead was extracted due to pocket erosion. During extraction procedure, the physician had encounter difficulty removing the lead. It was noted that the lead tip was snapped off and was left in the vein near the clavicle. Additional information indicated that the conductor was exposed as the tip was moving separately from the lead. There was no other clinical observation noted related to the fracture. The rv lead was explanted. No additional adverse patient effects were reported.